Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the complaint device lot. Manufacturing location--(B)(4). Supplier--(B)(4). Date of manufacture is oct 13, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The complaint device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial intramedullary nail procedure to treat a sub-trochanteric fracture of the left hip, the head of the 6mm/9mm cannulated stepped drill bit snapped off and fell into the patient, while the surgeon was drilling a hole for the lag screw. The surgeon felt that there was no way to retrieve the part, so he left the fragment inside the patient. The surgeon initially intended to use a 110mm lag screw, but thereafter used a lag inserter to insert a shorter lag screw (80mm) so as not to go into the joint. There was approximately a five (5) minute delay in surgery in order to get a new device to complete the surgery. The procedure was completed successfully with no reported medical intervention. The patient's post-operative status was noted to be stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the tip has sheared off of the returned drill bit. The sheared off fragment was not returned for evaluation. The break is jagged and the fragment generated would be approximately 20mm. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned drill bit is part of the trochanteric fixation nail advanced (tfna) system and used to prepare a path for the full length of the shaft of the head element. This drill bit should only be used only after the cortex has been opened using the 10mm tapered drill bit per technique guide. The relevant drawing was reviewed during this evaluation with no product design issues or discrepancies observed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by using the drill to break the cortex or application of off angle force, possibly against a guide wire, leading to tip fracture. It is not likely that the design of the instrument contributed to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: 80mm lag screw (part/lot: unknown / quantity: 1).